Manufacturer narrative:
Results/conclusions - based upon evaluation of user facility information and pictures of involved sample. The involved device is currently in shipment to the manufacturing facility for evaluation. However, photographs of the device have been examined. Examination of the pictures of the device confirmed that the guidewire's coating had been damaged and partially sheared away from the core wire. The sheared section of coating did not fully detach from the guidewire. A review of the complaint files confirmed that this lot has not been reported previously. The cause of the reported event cannot be definitively determined based upon the available information. However, the event description and the pictures of the returned sample are consistent with damage to the glidewire's coating due to incorrect user technique. Specifically, the appearance of the sheared section of coating is consistent with manipulation of the guidewire against a sharp surface, such as along the bevel of the metal entry needle through which the guidewire was reportedly withdrawn during the procedure. The instructions-for-use do address the potential for such an event by stating in the warnings / precautions section that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug of a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental report will be submitted after the involved sample is received and evaluated at the manufacturing facility. (B)(4).

Event description:
The user facility reported that the coating peeled off a portion of the distal glidewire during a pacemaker placement procedure. The reporter provided the following information: after the pacemaker was in place, the guidewire was pulled back and it was noted that the coating on the wire had "peeled off" as the wire was withdrawn; the reporter confirmed the wire was withdrawn through a metal entry needle; there was no adverse effect on the patient as the coating did not fully detach from the wire; and the procedure was completed successfully.